Event description:
It was reported that the display on the insulin pump went blank after a few hours after changing the battery. Customer changed the battery again the next day and received a battery put limit alarm; the device had been off for an unknown amount of time. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing. Blood glucose value is 232 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.